Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to register bio ID and she tried delete her account and password but unable to register her fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one user was unable to register fingerprint in biometric identifier. A technical support specialist dialed in to the server and verified that the user account was not locked and was not exempt from biometric identifier and confirmed that the user had the necessary permissions. After connecting to the station and reviewing the logs, found that the biometric identifier system repeatedly detected spoofed fingerprints when the customer attempted registration. Tss initially advised the customer to try using a different finger, as the logs showed other users successfully logging in, but the customer reported having already tried all fingers. After consulting with the leads tss advised the customer to wash the hands and clean the biometric identifier reader before attempting registration again, left instructions to try cleaning both the reader and their hands, requesting an email update if the issue persisted. After attempted the steps, customer reported that user was still unable to register their fingerprint. Tss dialed in to the station and reinstalled the biometric identifier driver according to knowledge article " bioid sensor fails after pushing rss es 1.8 lumidigm update". The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user unable to register bio ID and she tried delete her account and password but unable to register her fingerprint. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.